Event description:
Related manufacturer reference 3005334138-2015-00104. Following an atrial fibrillation ablation procedure, a pericardial effusion occurred. The left atrium was accessed with a swartz introducer and a tacticath quartz ablation catheter was advanced to collect geometry. After approximately 30 minutes, steering issues occurred, the device was exchanged, and the procedure was completed with no further issues. A few hours following the procedure, the patient became hypotensive and an echocardiogram revealed a pericardial effusion. A pericardiocentesis was performed, which stabilized the patient. The patient remained stable and was restarted on anticoagulants two days later.

Manufacturer narrative:
(B)(4). One tacticath quartz ablation catheter was received for evaluation. The results of the investigation concluded that the reported loss of contact force with the tacticath quartz contact force ablation catheter is consistent with a break of the optical fibers within the handle of the device. The optical fiber break occurred as a result of a component fracture within the handle. The device met specifications prior to release from sjm manufacturing facilities as supported by the device history record. The cause of the cardiac tamponade remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.